Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data from the event indicated the following: the analysis event consisted of three segments. Two of which returned a determination for "shock advised". This was secondary to a high number of peaks within the signal, the degree of variability between these peaks and overall low normalized amplitude. The ECG waveform shows the presence of irregular complexes which are consistent with the analyzed data. These complexes are also consistent with complexes recorded during CPR phases. Since CPR pads were not used during this event, it is not possible to discern whether the signal displayed was physiologic in origin or spurious in nature secondary to the continuation of CPR. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. The analyzed waveform was deemed shockable based on the unorganized and irregular electrical activity recorded. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.